Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced noise signals and oversensing due to possible electromagnetic interference (emi). Patient underwent a magnetic resonance imaging (MRI) without the device being in protection mode; this deactivated tachy therapy. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced noise signals and oversensing due to possible electromagnetic interference (emi). Patient underwent a magnetic resonance imaging (MRI) without the device being in protection mode; this deactivated tachy therapy. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.